Manufacturer narrative:
Corrected: d4.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain the device serial number but have not received.

Event description:
It was reported patient's lead had high impedances causing patient ineffective stimulation. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.